Manufacturer narrative:
Retained samples of the concerned lot number 231010-4045 have been inspected visually and for the removalibility of the siliconized backing material. All tested electrodes were within limits, no failure could be detected. We have requested the involved device and further information but none has been received. We have been informed on november 19th, 2024 that "we also requested samples from the hospital immediately after receiving the defect report. But it is said that the hospital discarded the defective product itself. The sample could not be obtained. We also reported to the ministry of food and drug safety and completed the processing." The complainant claims the "remove vinyl [siliconized backing material] after opening the patch for defibrillator application. I tried to do it, but it didn't break due to the strong adhesive of vinyl, so I used a different product." During the production process a siliconized liner is laminated to the pad liner. The electrodes are cut from the laminated liner later in the process. The protective cover liner is never lifted off the product during production, assembly or packaging. If an entire roll of protective liner material had been introduced into the machine the wrong way (siliconized side facing the gel) an entire lot of electrodes would have been affected. Such a condition would have been detected during lot approval inspections or even during the production or assembly process. The retained samples of the concerned lot number showed no failure. No other complaints of that nature have been filed for this product. It can only be speculated and it is unclear if the user has removed the protective cover of a pad at some stage in their procedure and reattached it with the wrong side up. We therefore consider the investigation and the report also closed. No conclusion can be drawn what might have caused the claimed problem!

Event description:
On october 21st, 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user facility in sout korea. Skintact defibrillation electrodes model df28n had been used. The initial report was stating that " remove vinyl [siliconized backing material] after opening the patch for defibrillator application. I tried to do it, but it didn't break due to the strong adhesive of vinyl, so I used a different product. This is a material used in an emergency situation, and if treatment is delayed due to this situation, it can be dangerous for patient safety. The product is df28n and the lot number is 231010-4045." We have requested the concerned customer sample for investigation and further information on the incident but no further details have been disclosed.

Manufacturer narrative:
Retained samples of the concerned lot number 231010-4045 have been inspected visually and for the removalibility of the siliconized backing material. All tested electrodes were within limits, no failure could be detected. We have requested the involved device and further information but none has been received so far. We will provide further information, investigation results and any conclusion in a follow up report.

Event description:
On october 21st, 2024, we have been informed about a malfunction with a defibrillation electrode set at an unknown user facility in sout korea. Skintact defibrillation electrodes model df28n had been used. The initial report was stating that " remove vinyl [siliconized backing material] after opening the patch for defibrillator application. I tried to do it, but it didn't break due to the strong adhesive of vinyl, so I used a different product. This is a material used in an emergency situation, and if treatment is delayed due to this situation, it can be dangerous for patient safety. The product is df28n and the lot number is 231010-4045. " we have requested the concerned customer sample for investigation and further information on the incident but no further details have been disclosed so far.